Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced a bent infusion set cannula on (B)(6) 2026, due to which the patient experienced hyperglycemia, diabetic ketoacidosis with nausea, vomiting, and lethargy.